Event description:
Rptr developed a rash on their stomach where the device was used. The box was also missing the instruction booklet, the thermogenic formula and 3 free exercising units. Rptr spoke to family physician about the rash and used cortisone cream.